Manufacturer narrative:
Further review has determined that this event is not reportable, and the medwatch is retracted.

Manufacturer narrative:
(B)(4).

Event description:
Fsa brion crow received a text from a physician that a gore® excluder® aaa endoprosthesis implanted in 2008 had migrated. It was a proximal migration with a type 1 endoleak. The physician has not contacted the fsa about a reintervention.